Event description:
Questions: with regards to this, please confirm if any of the following information is available: a. Patient's name: b. Please confirm if there was any depuy product involved in previous revisions due to dislocation? If yes, please provide product and lot details. Or if this was previously reported, please provide the complaint number? Answers: a. Patient name: (B)(6). B. Original implants: altrx neutral liner 50x32 mm (ref (B)(4) ,lot j86w18) and articul/eze 32 +1 head (ref (B)(4), lot d20110192). The products explanted in the MDR were from her first revision, swapping the neutral liner to the +410° and a +13 head.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient dislocated when putting pie in the fridge. Second hip revision due to dislocation. Original surgery done (B)(6) 2018, revision done (B)(6) 2021 swapped neutral liner to +410° and a +5 head to a 13 head. Patient felt stable when reduced with original implants. Surgeon contemplated leaving the implants because he could not dislocate when performing rom. He decided to swap for a constrained liner with longest head possible. Doi: (B)(6) 2021, dor: (B)(6) 2021, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.